Event description:
Limited information based on user facility report: the catheter did not load through its peelaway introducer and could not be used. After some delay, a second catheter of the same model was opened and used successfully. Device usage problem: device malfunction--that is, the device did not do what it was supposed to do.

Manufacturer narrative:
After visiting the hospital, the penumbra sales representative could get no further information about the event however, the device was available for return. Device investigation: results: there is a kink at the distal end of the spiral strain relief. In addition, the strain relief is collapsed. The distal most 8 cm of the catheter shows multiple flat spots and kinks. A 0.070" mandrel was introduced into the hub and advanced distally. While still inside the strain relief, forward motion stopped. The complaint describes difficulty inserting the neuron into the introducer sheath. To insert the catheter into the introducer sheath, the catheter must be round and undamaged. If any of the flat spots seen in the distal section were present during the insertion process it would not be possible to insert the catheter into the sheath. Based on the description of the event, the damage to the tip of the catheter was not there when the device was removed from the package therefore, it likely occurred when the device was being prepared for use. The damage seen in both the distal and proximal sections is typical of incautious handling during preparation for use or post-incident handling. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.

Manufacturer narrative:
Conclusion: this device is available for evaluation and a follow-up MDR will be submitted upon completion of the device investigation. On (B)(4) 2012 penumbra complaint coordinator contacted the hospital after penumbra sales representative made several attempts to contact the radiology lab manager. Phone number for (B)(6) was called. (B)(6) is one of the risk managers at (B)(6) and is the individual that completed the voluntary medwatch form for this complaint. She explained that she wrote the report to FDA. She was not aware that the manufacturer was not informed by the lab at the time of event. She currently has the problem device and will give it to the sales rep next week during a site visit. This event will be reportable as an initial report using the information provided in the user facility report until the device and/or further information becomes available.